Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there were multiple, intermittent events in which the pump battery was observed to be depleting quickly. At times, the battery depleting quickly led to the pump turning off. Blood glucose level ranged between 190-299 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.